Event description:
A female pt who presented with an occlusion of the right mca m1 segment. Intravenous tpa was administered before mechanical thrombectomy was attempted. The thrombus extended from the right mca mid m1 segment into both m2 divisions. Using merci retriever v 2.5 firm and merci retriever l5, multiple thrombus removal attempts were performed. In addition, 7 mg t-pa was administered into the thrombus, and direct catheter aspiration of the thrombus was attempted. After the 4th retrieval attempt (using retriever l5), contrast extravasation was noted in the right mca distal m1 segment, indicating a vessel perforation. Protamine was administered to neutralize the effect of heparin (anticoagulant) that was administered earlier, and onyx (ev3) liquid embolic agent was used to embolize the extravasation in the mid/distal m1 segment. There was no evidence of retriever device malfunction. In 2009, pt underwent hemicraniectomy and duraplasty for decompression of malignant intracranial herniation. Pt was transferred to rehabilitation twelve days later, and was able to follow simple commands, was alert, and was able to say one or two words and repeat some words, but no spontaneous speech. Pt had 5/5 strength on the right side and 1/5 strength on the left upper extremity and 0/5 strength on the left lower extremity.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Vessel perforation and intracranial hemorrhage are listed as possible complications in the retriever instructions for use (IFU).